Event description:
The account alleged that the bed sends an intermittent nurse call. No injury reported.

Manufacturer narrative:
The account tested the bed with a sidecom tester and found a continuous nurse call caused by the auxiliary dummy plug being dislodged. The account reseated the auxiliary dummy plug to resolve the issue.